Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The customer battery was depleted. No other issues noted. A functional evaluation was conducted. The unit would not power up to pressurize when the power rocker switch was engaged. The unit was disassembled. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The complaint was confirmed and the root cause has been determined to be a defective printed circuit board. The reported failure of noisy could not be confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 instructions for use warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2¿ and joints of spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of device records using the ncr database, smartsolve, confirmed no abnormalities were reported on this device during manufacture. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 IFU warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2¿ and joints of spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tfcc surgery, the spider 2 could not be fixated. It was usable at first, but it became unusable due to a strange noise in the middle. The patient was under general anesthesia, because of the malfunction the surgery was canceled and postponed to the next week. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.